Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and completed motion calibration. The rotor had to be moved out three inches from the door open position to get the gantry controller to calibrate correctly. The cause of the reported issue was found to be when the covers were installed, the door switch was not working correctly. The representative adjusted the switch and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts required replacement.

Event description:
A site representative reported that, while outside of a procedure it was not possible to close the gantry on the imaging system. The representative reported that after checking the system and turning it on, an attempt was made to close the gantry and it would not finish closing. The tube and detector would not move. The representative tried opening and closing the system again with no change, then tried moving the tube and detector but they would not move. The representative then invalidated home and tried to recalibrate home, but it would not finish the motion calibration. The system was restarted multiple times and after recalibrating home, it would tilt from right to left, but would not move past that point in motion calibration. There was no patient present when this issue was observed.